Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a hepatectomy procedure, the tissue pad melted on the device. The site used a new instrument to complete the procedure. There was no patient consequence.